Manufacturer narrative:
(B)(4). Medical products: e1 vangaurd ps tibial bearing cat#: ep-183660, lot#: 371970, biomet cc I-beam tray cat#: 141226, lot#: j3563825 , biomet patella arcom cat#: 11-150842, lot#: 316730, e1 vngd ps tib brg 79/83x10 cat#: ep-183660, lot#: 81984446. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01309, 0001825034 - 2018 - 01310, 0001825034 - 2018 - 01311, 0001825034 - 2018 - 01312. Remains implanted.

Event description:
It was reported that the patient is experiencing pain and bumps on inside the knee ten months after left knee arthroplasty.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. No devices were received; therefore the condition of the component is unknown. DHR was reviewed for deviations and / or anomalies with no related deviations / anomalies identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.